Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump cable was cracked. Future measures would be fully considered and judged. It was noted that the patient used the pump with care.

Manufacturer narrative:
D5: operator of device corrected. E1; reporter contact information was not available manufacturer¿s investigation conclusion: the reported damage to the pump cable portion of the patient¿s driveline was confirmed through the evaluation of the submitted image. Discoloration of the pump cable inline connector bend relief was also noted. A specific cause for the observed damage and discoloration could not be conclusively determined. The submitted image confirmed a tear in the outer silicone jacket of the pump cable. The underlying armor layer was exposed but appeared to be intact. No wires were visible in this location and the damage appeared to be cosmetic only. Additionally, discoloration of the pump cable inline connector bend relief was also noted. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the crack did not expose internal wires. The patient's condition was being monitored.